Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic appendectomy, while on appendix, the two reloads was not able to close. Clips were used instead to complete the case. There was no patient injury.